Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they felt like their battery was moving around in their body and it was visible through their skin. Patient reported they can see a lump of it when they look at their skin. Patient stated it was not the most comfortable thing. Patient also reported therapy hasn't been working as well to where they started to increase stimulation really high and they feel pain in their right foot that they feel was associated with it as patient stated it is the same nerve vibration that they feel in their vagina when stimulation is too high. Patient denied any recent trauma to implant site or falls. Patient provided event date as they would say maybe 6 or7 months, but stated they feel like its been moving longer than that and the foot pain started probably like 7 months ago. Patient stated they have not been managed by a doctor since they got the implant and stated they have moved and no longer have a managing doctor. Patient stated their primary care physician advised patient call to locate a dr to manage them. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.